Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that while at home, the pt experienced a yellow wrench alarm accompanied by pump stoppages when switching from battery power to the power base unit (pbu). The system controller was exchanged and there were no further alarms or pump stoppages.

Manufacturer narrative:
The patient remains on lvad support. The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.